Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-03-17. A visual inspection shows that the guidewire was separated in two parts. Significant deformation at the breaking area (of the outer wiring) can be observed and the j-tip can not be recognized. As customer stated that there was not any damage on the product before use, it could be concluded that the guidewire was stuck at the removing procedure. It is unknown at this moment where it could be stuck. However, to break the guidewire as like the received sample there must be an excessive force with an equipment which cannot be occurred by hand force. Based on these, complaint could be confirmed. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that during a minimally invasive cardiac surgery (mics) procedure, an hls cannula was utilized alongside a pik150 guidewire for cannulation. Upon attempting to remove the guidewire, resistance was encountered, and it was noted that the tip of the guidewire had been severed and remained within the patient¿s body. This issue was identified during the surgery, allowing for the safe retrieval of the detached segment. Potential for harm was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-03-17. A visual inspection shows that the guidewire was separated in two parts. Significant deformation at the breaking area (of the outer wiring) can be observed and the j-tip can not be recognized. As customer stated that there was not any damage on the product before use, it could be concluded that the guidewire was stucked at the removing procedure. It is unknown at this moment where it could be stucked. However, to break the guidewire as like the received sample there must be an excessive force with an equipment which cannot be occurred by hand force. Based on these, complaint could be confirmed. Getinge medical affairs conducted a medical review: evaluation: during a minimally invasive cardiac surgery (mics), a guidewire (pik150) used with an hls cannula encountered resistance upon removal. It was discovered that the tip of the guidewire had fractured and remained inside the patient. The fragment was safely retrieved during the procedure with a vascular snare. All components (including the guidewire, needle, dilators, and cannula) were checked before use and found free of defects. The patient had vascular calcification, but this was not expected to hinder the procedure. Upon analysis, the guidewire was found to have broken into two parts, with deformation at the breakage point, indicating excessive force was likely applied during withdrawal. A blockage within the cannula introducer (which was not returned for inspection) is suspected to have contributed to the issue. Conclusion: the guidewire failure appears to be caused by a combination of mechanical resistance and excessive withdrawal force. Although the device showed no defects prior to use, a potential obstruction within the introducer might have played a role. The fracture led to a retained wire fragment, which was successfully removed, and the patient suffered no medical consequences. While no definitive product defect was confirmed, it also could not be entirely excluded. Further, the related IFU mitigations were stated within the medical review report: contraindications the device must not be used in the following conditions: - known dissection of the target vessel - severe peripheral vascular disease, including severe vessel calcification - presence of vascular grafts or an intravascular stent at the intended cannulation site - known mismatch between vessel diameter and intended cannula size - known partial or total occlusion of the target vessel. Given that the device is used in accordance with the stated operating conditions and within the scope of the intended use, no additional contraindications are known. 7 applications warning! Damage to the device or packaging. A non-sterile or defective device can result in patient infections. - perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. - perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. 1 remove the blister pack from the sterile pouch, open the blister pack and remove the components. Caution! Before handling it must be ensured that the puncture needle and scalpel are fitted with protective caps. 2 check the integrity of the devices before using them. 3 insert the puncture needle into the vessel and draw off blood with the syringe. If the blood flow is inadequate, puncture the vessel again. 4 if you use the insertion aid for the guide wire, insert it into the luer lock connection of the puncture needle and advance the guide wire slowly with your thumb. Warning! In order to minimize the risk of tissue damage, only insert the guide wire with the jtip ahead. Caution! Verify the advancement and positioning of the guide wire using appropriate imaging technology. 5 insert the j-tip of the guide wire through the puncture needle and into the vessel. Make sure that the guide wire can be advanced freely. Caution! To prevent the guide wire from being damaged, do not retract it whilst the puncture needle is in the vessel. The production history record (DHR) of the affected pik 150#insertion kit, guidewire 150 cm with lot# 3000397027 was reviewed on 2024-12-25. According to the DHR result, the product pik 150#insertion kit, guidewire 150 cm passed the defined manufacturing and final release specifications. Further, the incoming inspection reports of the affected component 180011#führungsdraht (guidewire) (batch # 3000378011) was reviewed on 2024-12-25. The 180011#führungsdraht was checked visually for shapelessness/crimps on tip area. Tip area was checked visually for openness between wires. Functional test of the guide wire was performed by fitting it inside to guide advancer. Also, size check was performed for defined parameters. All defined parameters were passed as per controls. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. Based on these, complaint could be confirmed however product related influences could not be confirmed at this moment. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Event description:
It was reported that during a minimally invasive cardiac surgery (mics) procedure, an hls cannula was used with a pik 150 for cannulation. Upon attempting to remove the guidewire, resistance was encountered, and it was noted that the tip of the guidewire had been severed and remained within the patient¿s body. This issue was identified during the surgery, allowing for the safe retrieval of the detached segment. Since the failure was occurred during treatment, and a part of the product was remained within the patient's body, the complaint is reportable.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.